Event description:
It was reported to the manufacturer, by the end user, per the end user, that caregivers were in the process of approacing the patient to lift her when the end of the cradle swung and poked her in the eye. The model of the list is unknown and customer would not respond to any follow-up calls from joerns. Therefore, no serial number, model number or UDI can be found. Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.